Event description:
A report was received of an unspecified failure of the tube which occurred during maxillofacial surgery. The pt was re-cannulated. No other info or details were contained in the report.